Event description:
Litigation papers allege pain while walking, and difficulty walking long distances and soreness. It is additionally alleged the patient had excessive levels of chromium and cobalt. Update: (B)(4) 2011 - plaintiff fact sheet received with part/lot information. This information does not change the investigational results. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which indicated that patient had been revised. Reason for revision is not known at this time. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege pain while walking, and difficulty walking long distances and soreness. It is additionally alleged the patient had excessive levels of chromium and cobalt. **update: (B)(4) 2011 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.